Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in state 5, indicating normal termination. Inspected the sensor plug assembly and debris like flakes were observed on the pcba (printed circuit board assembly) triangle. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The debris observed is most likely the result of the sensor plug being removed during product return investigation, indicating it was not present prior to its removal. The passing of all tests during the investigation indicates that the observed debris is not sufficient and did not impact the sensor¿s ability to generate an accurate glucose reading. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. The customer received an unspecified higher adc sensor scan result compared to an unspecified blood glucose reading obtained on a healthcare professional (hcp) device. As a result, the customer initially self-treated with insulin (dose/type unknown) according to the sensor scan and was subsequently provided orange juice by an hcp to stabilize glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this event.